Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during priming. Customer stated that they do not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 520 mg/dl and has treated with manual injections. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, compromised force sensor and excessive no motor test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had minor scratches on lcd window, cracked case at lcd window corner, reservoir tube lip, battery tube threads and scratches on reservoir tube window.